Event description:
In process of removing catheter it was noted that catheter was not completely intact. Percutaneous removal attempted via femoral approach - catheter fractured at another point. Pt was transferred to another facility and catheter was removed. Tip remains in lung. Pt tolerated procedure and was discharged.